Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The balloon was inflated partially and as received. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed, pressure was held with proper functioning ot the inflation indicator. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have contributed to the reported pull through. No anomalies were observed. The review of the lhr (lot f1316901) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the root cause for the reported balloon pull through could not be conclusively determined. However, it was reported upon receiving the device the aci clinical specialist noted that the balloon was still inflated and had air in it. It was his opinion that the device was not properly prepped, therefore leading to the balloon being partially retracted into the sheath and pulled through the arteriotomy.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f cordis sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 9mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during the pull back phase of the deployment, the sheath and the device completely came out of the patient. Access was lost and the pt was converted to 10 minutes of manual compression at which time hemostasis was achieved. Upon receiving the device used during this procedure, the aci clinical specialist noted that the balloon was still inflated and had air in it. It was his opinion that the device was not properly prepped, therefore leading to the balloon hour glassing into the sheath.